Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, labeling review, device history record review. Review of tracking and trending data for alinity c calcium did not identify an increase in complaints related to the complaint issue. Additionally, the similar complaint ticket search for lot 25020un24 did not identify an increase in complaint activity. Review of product labeling found adequate information regarding the issue. Device history review did not identify any non-conformances or deviations with the complaint lot and complaint issue. File sample analysis was not performed as the issue appears to be isolated to specific samples. Returns were not available. Based on the investigation, no deficiency was identified with alinity c calcium reagent lot 25020un24.

Event description:
The customer generated false elevated alinity c calcium result on a sample that repeated lower. On 10mar2025, (B)(6) generated elevated alinity c calcium of 4.53 and 4.41 mmol/l. The sample was processed again several times using alinity and architect analyzers with values ranging from 2.02 to 2.21 mmol/l. The sample had gross haemolysis. The customer uses a calcium reference range of 2.2 to 2.6 mmol/l. No impact to patient management was reported.

Event description:
The customer generated false elevated alinity c calcium result on a sample that repeated lower. On (B)(6) 2025, sid (B)(6) generated elevated alinity c calcium of 4.53 and 4.41 mmol/l. The sample was processed again several times using alinity and architect analyzers with values ranging from 2.02 to 2.21 mmol/l. The sample had gross haemolysis. The customer uses a calcium reference range of 2.2 to 2.6 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information: patient information section a2: age, a3: sex, a5: ethnicity and a6: race was updated. Evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated false elevated alinity c calcium result on a sample that repeated lower. On (B)(6)2025, sid (B)(6) generated elevated alinity c calcium of 4.53 and 4.41 mmol/l. The sample was processed again several times using alinity and architect analyzers with values ranging from 2.02 to 2.21 mmol/l. The sample had gross haemolysis. The customer uses a calcium reference range of 2.2 to 2.6 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: no additional specific patient information was provided. Evaluation is in process. A follow-up report will be submitted when the evaluation is complete.